Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device contacts were burned, all bays flashed red, bays were loose from housing and housing was coming off base. Therefore, the reported condition was confirmed. It was also determined that the charging bays, housing and pc board were damaged. The assignable root cause was determined to be due to improper handling of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device powered on but all slots flashed red even without battery devices. The reporter stated that this device as used for training purposes only. This event was no related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the event was reported to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.